Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely with a stored episode showing apparent non-capture. Programming changes were made and the device remains implanted. The patient was stable.